Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor was leaking into the overpouch. The pump was filled with flucloxacillin 12000mg in sodium chloride 0.9%. There was no patient involvement. No additional information was available.

Manufacturer narrative:
The device was not returned, however a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph notes evidence of liquid inside the green overpouch that indicates leakage has occurred. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.